Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was inserted but the green light did not blink. When the sensor was removed, no electrode was found. There was a possibility of interference that was suspected. The reported enlite sensor was wasted.